Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The replaced tui pc board and battery . Unable to finish repairing this device because error 29 is a defective controller board . This board has reached the end of its life cycle and there is no more in stock . Returning device to customer who will replace the controller board which will resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed error excessive drift on redundant pressure sensor. There was no patient involvement.